Event description:
Patient's representative reported patient "started to notice hard nodules on the left breast that became painful (is not device related.) After several diagnostic test a device rupture left side was diagnosed.". The device status is unknown. The record relates to the left side.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.